Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with values greater than 200 ohms. The health care professional (hcp) stated that no noise was observed, however, it was noted that the impedance vector was different than expected. After adjusting the programming, the impedance values returned to normal. Technical services (ts) was consulted and upon review of the available information, further in clinic evaluation was recommended. This ICD remains in service. No adverse patient effects were reported. Further information was provided stating that continuous monitoring was going to be provided.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.